Manufacturer narrative:
The customer reported ¿blood is backing up through the line". Received from the customer one used primary set model 2420-0007 lot unknown. Attached to the set¿s male luer was a non-bd filter extension set model unknown. A light blue alcohol disinfecting cap was attached to the set¿s distal smartsite and to the non-bd extension set¿s needleless valve. The sets were visually inspected for kinks, incomplete bonding engagements, holes/ tears in the tubing or damages to the components. Traces of clear liquid was observed in the primary set¿s drip chamber and both sets¿ tubing. The primary set¿s check valve (p/n 630-00327) was visually inspected under a lab microscope and was noted to be assembled correctly with the silicone membrane centered. The silicone segment tubing (p/n 12088541) was visually inspected with no areas of thinner tubing observed. No abnormalities or evidence of damage was observed during visual inspection. To prepare the set for functional testing a lab 18 gauge cannula was attached to the end of the non-bd extension set to closely simulate how a set would be used in the field. A lab secondary set was attached to the primary set¿s proximal smartsite. Functional testing was performed by filling a lab IV bag with water and attaching the primary set¿s drip chamber spike and attaching the secondary set¿s drip chamber spike to a lab IV bag filled with blue-dyed water. The two IV bags were then set up per bd alaris products secondary set-up tip sheet. The sets reprimed via gravity and it was observed that the blue-dyed water from the secondary set was flowing into the primary set¿s IV bag passed the check valve, confirming the customer¿s report of blood backing up through the line. After testing was completed, a dimensional analysis (destructive) was performed on the silicone segment tubing. Ten sections of tubing approximately one half inch apart were analyzed. Measurement analysis confirmed that the silicone segment tubing¿s outside diameter (od), inside diameter (ID), and wall thickness (max/min) were all within specification. Bd tj manufacturing supplier quality was informed. A supplier notification memo was provided and the sample was sent to the supplier (itw). Supplier itw summary: back flow was not confirmed using a water test by the supplier. Equipment used (visual inspection performed on 10-sep-20) - optical ram-cnc, eq08204, calibration due date: 05-feb-21 the device history record for primary set model 2420-0007 lot unknown could not be conducted because the lot information was not provided. The customer¿s report of blood is backing up through the line was confirmed on primary set model 2420-0007. The root cause was not definitively determined.

Event description:
It was reported that as lvp 20d 2ss cv tubing had blood backflow. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. It was reported that blood is backing up through the line.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv tubing had blood backflow. The following information was provided by the initial reporter: material no: 2420-0007, batch no: unknown. It was reported that blood is backing up through the line.